Manufacturer narrative:
Batch review performed on 02-oct-2019. Lot 180193: 25 items manufactured and released on 18-apr-2018. Expiration date: 08.04.2023. No anomalies found related to the problem. To date, 21 items of the same lot have been already sold without any other similar reported event. Additional devices involved in the event: ball heads: cocr 01.25.032 cocr ball head 12/14 ø 36 size l +3.5 lot. 155870 (k080885): batch review performed on 02-oct-2019. Lot 155870: 20 items manufactured and released on 11-jan-2016. Expiration date: 16.12.2020. No anomalies found related to the problem. To date, 18 items of the same lot have been already sold without any other similar reported event. Liner: impact 01.32.3652hcat hooded pe hc liner ø36/g lot. 168491 (k132879): batch review performed on 02-oct-2019. Lot 168491: 60 items manufactured and released on 25-jan-2017. Expiration date: 15.01.2022. No anomalies found related to the problem. To date, 22 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2018. Subsequently, on (B)(6) 2018, the patient came in due to signs of infection and the pathogen was identified as streptococcus. The surgeon performed an I&d and revised the stem, head and liner. The surgery was completed successfully. Complaint 1839-18 was filed. On (B)(6) 2019, the patient came in due to signs of an infection. The surgeon performed an I&d and all implants were explanted and the surgeon implanted a head, stem, and liner with antibiotics. Presently, on (B)(6) 2019, the patient came in to have permanent hardware implanted. The surgeon removed the medacta head, stem, and liner that acted as a spacer and implanted permanent hardware. The surgery was completed successfully.